Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This report represents 3 of 5 incidents in which the patient experienced hypoglycemia requiring emergency room (ER) evaluation. Please see related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This report represents 3 of 5 incidents in which the patient experienced hypoglycemia requiring emergency room (ER) evaluation. The patient contacted the manufacturer to report ongoing issues with inaccurate cgm readings across 5 different sensors; this report corresponds to this record. The event occurred an unspecified number of days after sensor insertion. At the time of the event, the patient was using a tandem t:slim x2 insulin pump. On 02/13/2026, the patient reported a discrepancy between her cgm and fingerstick blood glucose (fsbg) readings. The cgm displayed unspecified high glucose values, while an fsbg measurement indicated unspecified low values. During the episode, the patient experienced shakiness, weakness, dizziness, lightheadedness, confusion, and a sensation of feeling ¿very hot.¿ she reported that she did not take any medication or treatment at that time and did not receive any alerts from the cgm. Due to her symptoms, the patient¿s boyfriend transported her to the emergency room (ER). Upon arrival, the patient was administered medication to stabilize her glucose levels; however, she was unable to recall the specific medication or route of administration. She stated that hospital staff monitored her for a brief period but was unable to recall any fsbg or cgm values obtained during the visit. The patient reported remaining in the ER for approximately two to three hours, after which her glucose levels increased, though exact readings were unknown. Following the event, the patient reported feeling tired, exhausted, and experiencing a mild headache. At the time of reporting, the patient expressed concern that the cgm was not functioning properly, stated that she had discontinued use of the device, and declined a replacement. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.